Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During preventive maintenance testing at the user facility, leakage from the disposable batteries was noted in the battery compartment and the device would not power on. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional information was provided.